Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique (described as patient made mistake). On (B)(6) 2011, the patient experienced peritonitis, not requiring hospitalization. On (B)(6) 2011, the patient began remedial therapy with a loading dose of vancomycin 1 gm, and continuing daily ip injections of tobramycin 20mg and zidimet 1 gm. It was not reported whether the patient was re-trained in aseptic technique, therefore the outcome of break in aseptic technique was unknown. At the time of this report, the event of peritonitis was resolving. Dianeal was ongoing. The nurse believed the event of peritonitis was unrelated to dianeal pd2 ultrabag, however did not provide an assessment of causality for the event of break in aseptic technique. On (B)(6) 2011, the patient ended remedial therapy with tobramycin (20mg, daily, ip) and zidime (1gm, daily, ip). On (B)(6) 2011, the event of peritonitis resolved with sequelae.